Manufacturer narrative:
The report received from our affiliate indicated that the target lesion was the "lcx". The vessel was diffuse, tight but not tortuous. The lesion was pre-dilated with a (20x1.5) mm balloon. Then he tried to insert the cypher stent but it couldn't cross the lesion. It was decided to take out the cypher stent so that the physician could do a second pre-dilatation with a larger balloon. At that time the cypher stent got stuck in the distal part of guiding catheter. As he pulled the cypher back he found that the proximal part of the stent migrated slightly and the strut was bent severely. Now the stent was stuck in the catheter so the physician took guiding catheter and the stent out simultaneously. Fortunately, stent was not separated from the balloon, so he could take it out successfully and pt had not injury. Please note that this device crs28250 is distributed outside the united states; however, it is similar to the united states product cxs28250. This product will be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.

Event description:
Removal difficulties and migration.